Event description:
It was reported that during the post implant clinic visit, the right ventricular (rv) lead displayed high threshold values and decreased r waves. The chest x-ray showed probable rv lead dislodgement consistent with the sensing and threshold issues. During repositioning it was noted that the helix did not appear to retract completely when visualizing on fluoroscopy. Multiple attempts to extend and retract the helix mechanism were unsuccessful. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage. Visual analysis noted that the lead was received with the helix extended and bent. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector. Blood in the distal conductor likely entered through the is-1 pin as no insulation breach has been observed.